Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established. The patient experienced breakthrough lvad (left ventricular assist device) infection with copious bloody driveline exit site drainage and fever. The infection had been ongoing. The patient ultimately expired on (B)(6) 2023 due to sepsis and end stage heart failure. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, sepsis, bleeding, and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains several sections with information on how to prevent and control infection, as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to sepsis and end stage heart failure. The patient with history of 4 year left ventricular infection (pseudomonas), experienced another breakthrough infection. They were treated with antibiotics. During this hospitalization, the patient had a fever of 102.5 f and copious bloody drainage from their driveline site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.